Event description:
It was reported that an unruptured saccular aneurysm in the left cavernous segment was treated with a pipeline embolization device during a flow-diverting stent procedure while dual antiplatelet treatment was administered and platelet reactivity unit level met the target. The aneurysm measured 5 mm in maximum diameter with a 4 mm neck, and the distal and proximal landing zone artery sizes were 4.2 mm and 4.5 mm, respectively, with moderate vessel tortuosity and femoral artery access (8 mm diameter). The stent was operated according to the standard procedure. During tip end opening process, it could not be opened normally. After resheathing and redeployment, it still could not be fully opened. Deployment was continued to the mid segment, which also failed to open normally. Considering that the stent could not be properly opened with adequate wall apposition and considering potential catheter-related factors, a new catheter and a new stent were used, and the procedure was completed successfully. Significant resistance was encountered during stent delivery. No patient complications have been reported as a result of this event. The pipeline was used for an indication that is approved. The pipeline and any accessory devices were prepared and the catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232175576); product type: catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.